Event description:
It was reported that this pacemaker stored a signal artifact monitor (sam) episode. A day later, an automatic safety switch from bipolar to unipolar occurred due to high out of range pace impedance measurements on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further evaluation of this lead was recommended. Further information was received that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.